Event description:
It was reported that the patient experienced pain and swelling at the pod site on her leg, with blood glucose levels elevated above 14 mmol/l (252 mg/dl) after wearing the pod for 25 to 36 hours. On may 26th, the pod was removed at home, and the legal guardian contacted the diabetes team. A 0.5-unit pen injection of insulin was administered. The following day, on may 27th, the patient's legal guardian noticed that the pod site appeared infected. They contacted the gp practice, and flucloxacillin 125 mg/5ml was prescribed over the phone. However, the antibiotics were ineffective, and the condition worsened, prompting a hospital visit on may 28th. At the hospital, the pod site was described as a swollen, painful area the same size as the pod, with redness and the presence of green and red pus at the cannula site. The infection was diagnosed as cellulitis. The patient received IV flucloxacillin for 24 hours and was also prescribed oral flucloxacillin 250 mg/5 ml.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.